Manufacturer narrative:
(B)(4). Batch #m92l70. The device was received with the upper jaw detached not returned and with the I-blade upper tip fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: did the top jaw break off of the device? Yes, it did. Did the electrode and/or ceramic separate or break off? It was break off. Did part of the device break off? Yes. If yes, what part broke off of the device? Only the móvil jaw. Did the broken part fall into the patient? Yes, it did. Was the broken part retrieved from the patient? Yes, it did. Did this cause a change in the plan of care for the patient? No, it didn't. Is the detached broken part being returned with the device? Yes, it did. Or, was the detached broken part discarded? No.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, during tissue cut and clot, the device is blocked by another staple. When it opens, the jaw was disassembled. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.